Event description:
Additional information received reported that the patient experienced increased spasms and itching. The event was attributed to a catheter tear at the proximal segment. It was stated that side port access was ¿fine.¿ the patient recovered without permanent impairment.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Analysis of the pump, model# 8637-20, sn (B)(4), found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pump was replaced due a pump malfunction. It was noted the pump worked on and off. The patient recovered without sequela. The pump was used to deliver lioresal.